Event description:
It was a resterilized catheter and the image was poor when it was connected. The catheter was removed and a new catheter was used. The new catheter was with good image. The procedure completed smoothly, and no injury to the patient.